Event description:
It was reported that the bed needed a new motion interrupt pan. It was further reported that the bed needed a side rail assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.